Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pre op x-rays revealed subsidence of primary tray. Larger tray was re-implanted."